Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the tip of the device was broken off and the broken piece fell off into the patient. The fallen piece was retrieved from the patient and no metal pieces were observed when the x-ray was taken. The target tissue was thick. No energy device was used further to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r93x24. Investigation summary: the device was returned with the upper jaw detached and returned broken in two pieces. In addition, the electrode and ceramic separated as one piece returned with the device still attached to the active rod. Upon visual inspection under magnification, it was noted that the ceramic was damaged (cracked )but was still bonded to the lower jaw. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was connected to the generator and it was recognized. Because the jaw was detached, not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. There is insufficient evidence related to what caused the damage to the electrode. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.